Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed the elevated bg by reverting to an alternate form of insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.